Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions.

Event description:
Consumer reported complaint for high blood glucose and high control test results. The customer is concerned with tests results from meter memory of 109 mg/dl. The customer's expected fasting blood glucose test result range is 84 - 89 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 108mg/dl (B)(6) 2017 08:00 am fasting:yes; 109mg/dl (B)(6) 2017 08:03 am fasting:yes; 107mg/dl (B)(6) 2017 08:06 am fasting:yes.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: environmental testing conditions

Event description:
Consumer reported complaint for high blood glucose and high control test results. The customer is concerned with tests results from meter memory of 109 mg/dl. The customer's expected fasting blood glucose test result range is 84 - 89 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 108mg/dl (B)(6) 2017 08:00 am fasting:yes, 109mg/dl (B)(6) 2017 08:03 am fasting:yes, 107mg/dl (B)(6) 2017 08:06 am fasting:yes.